Manufacturer narrative:
(B)(4). Reference voluntary report mw5065975. The customer did not retain the model and lot number which determines the date of manufacture and the 510k. Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Customer reports that endotracheal tube broke on the flange where the tube is tied, which caused the tube to fall out of the patient.